Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that prior to a gastric bypass, scrub techs were opening products for a lap bypass. The tyvek packaging for the device was not sealed. It seemed there wasn¿t enough glue around the edges. Product was set aside then discarded. No patient contact.